Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 24fr was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date is unknown, however it was reported that the procedure was performed in (B)(6) 2013. According to the complainant, the physician confirmed that the external bolster was loose causing the peg tube to migrate inside the patient. It was found that the irrigator feeding device detaches from the y-port adapter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.